Event description:
Report received of a dial-a-flow not delivering at the set rate. The customer reports that there were two undocumented incidents and one documented incident. It was reported that the dial-a-flow was set to deliver 100cc/hr. The total volume of the IV fluid was 1000cc's. The nurse had gone in to check on the patient and noted that the 1000cc's had delivered in two hours. The IV fluid was a standard solution without additives. The set was then changed. It was unknown to the reporter if the patient required any further IV fluid. There was no report of adverse patient effect. Additional patient information was requested, but no further information was available.